Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose after lunch while using a dexcom g7 with the ilet; the lowest cgm value was 72 mg/dl, confirmed by glucometer at 83 mg/dl, lasting about 30 minutes, and the user treated with oral carbohydrates (crackers); the user had recently started using the ilet and expressed frustration, and an incorrect meal entry was possible, with the device problem and component details remaining unclear due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.